Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and peripheral neuropathy. It was reported that initially the therapy was doing pretty well, but as time goes on it is not working as well since the last 8-10 months. The healthcare provider (hcp) told the patient that one of the leads had moved down or possibly became unhooked since about a month ago. The patient reported that they cannot get stimulation to their left foot. The patient's hcp wants to replace the current ins with the newest ins. No further complications were reported or anticipated.